Event description:
It was reported that the vertical brake on the 9800 system is inoperative. It was noted that the locking lever that releases the c-arm is really loose and almost falling off. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the brake assembly and handle. The system was tested and found to be working as intended and placed back into service.